Event description:
Radiometer complaint reference (B)(4). According to the complaint, the doctor sampled blood with the safepico blood sampler. He then passed the sampler to the nurse without activating the needle shield device and the nurse was stuck in the hand by the needle. The date of event is oct-2025, but the specified day is unknown as is the lot number of the sampler.